Event description:
Clinic notes dated (B)(6) 2007 were received which indicate that the patient came in for a follow up visit for her intractable convulsive epilepsy. When the patient's vagus nerve stimulator parameters were reviewed, it was noted that the signal off tinel read 60 minutes. The physician reviewed previous documentation of the patient's signal off time, and on (B)(6) 2007 it was shown as 5 minutes, which is what it is supposed to be. However, on (B)(6) 2007 after the patient's last current upward adjustment, the off time was shown as 60 minutes. Thus, the physician stated that the off time must have been an hour for the past two months, because of "tlus", the patient's parameters were reprogramed to correct titrations and the pulse width was decreased to 250 microseconds. Clinic notes dated (B)(6) 2007, indicate that several faulted system diagnostics were performed which changed the patient's settings. Although the notes indicate the settings were adjusted, interrogation on (B)(6) 2007 and a review of the patient's programming history confirm that the patient left the office on (B)(6) 2007 with unintended settings.

Manufacturer narrative:
Analysis of programming history.